Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at site. The patient experienced hyperglycemia. The infusion set was in use for more than three hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.